Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as irritated from the lifevest rubbing an incision from a previous procedure. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to place a sponge between the incision and lifevest to avoid rubbing for the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.